Event description:
Pump required passcode for her to use. Internal battery may have ran out of charge. No adverse event for the patient. She used her working pump. No other information known. It is the cadd ms3 pump and patient was sent a return back and instructed to return the pump. Dose or amount: 63ng/kg/min. Frequency: 0.026ml/hr. Route: sq. Dates of use: (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.